Event description:
An optometrist reported that a patient presented with extreme light sensitivity for the past month at the three month post lasik follow up. The patient was noted to have transient light sensitivity syndrome (tlss). The patient was prescribed steroid drops and will return for a follow up visit at a later date. Additional information provided states that the patient is symptom free and is no longer on steroid drops or artificial tear drops. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).